Event description:
This event was captured based on literature review. It was reported that the patient had a 3.0 x 15 mm xience v stent implanted in the proximal left anterior descending artery (lad). A final angiogram showed a good result with a timi 3 flow. After 6 months, a control angiogram was performed due to the presence of perinecrotic-inducible ischemia in the anterior wall, which had been detected with a myocardial perfusion scan. The angiogram revealed an aneurysm originating in the stented lad segment. Intra-vascular ultra sound (ivus) was eventually used to confirm the diagnosis of aneurysm, during which, a preserved vessel structure inside the aneurysm was observed. At 12-month follow-up, optical coherence tomography (oct) showed a reduction in aneurysm dimension. No treatment for the aneurysm was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as date of publication. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Article: coronary artery aneurysm following stent implantation: insights from serial multiple intravascular imaging modalities.

Manufacturer narrative:
(B)(4). Implant date - estimated; reported to have been implanted in (B)(6) 2012. There were no reported device malfunctions or product deficiencies. The reported patient effect of aneurysm is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.